Manufacturer narrative:
On august 16, 2023, mentor received additional information. Mentor became aware that the patient experienced capsular contracture of an unspecified baker grade in the left breast. As such, a new file was generated to document the patient's left prosthesis. Refer to manufacturing report number 1645337-2023-09969 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2023. Reason for device explant and/or reoperation: capsular contracture, granuloma, necrosis, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 80-year-old female patient underwent a breast surgery with a 400cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture of her right prosthesis following a motor vehicle accident, confirmed via mammogram, and complicated by granuloma formation in the right axilla region and fat necrosis in the right breast. It was also reported that the patient developed baker grade iii capsular contracture of the right breast. As a result, the patient is scheduled for removal surgery on (B)(6) 2023.

Manufacturer narrative:
On august 24, 2023, mentor received the device for evaluation. On august 31, 2023, mentor completed a visual inspection, microscopic examination, and thickness measurement of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was ruptured from the anterior view extending to the posterior view. Microscopic examination was performed, and instrument damage could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).